Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A manual insulin injection was delivered to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl and lost consciousness. Cause was not known. Reportedly the customers wife gave the customer a glucose injection to address low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.